Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. During battery testing the main battery was found to be inoperative. The cause was not determined. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an inoperative main battery. No additional information is available.